Event description:
It was reported that a malfunction alarm with code malf 9 occurred. There was no adverse impact to the customer¿s blood glucose level. Technical support provided information on how to reset the pump and assisted the customer in doing so, after which the malfunction code did not recur. The customer was advised to continue using the pump and to contact support if any further issues arise.